Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "the perforator did not stop when it supposed to stop". Additional information received: when did the event occur? "At the beginning of surgery while making a burr hole for craniotomy". Was the patient under anesthesia? "Yes, under general anesthesia". Did it lead any increase of surgery delay? "Yes, delayed for a few minutes". Were there any consequences for the patient health? "There was bleeding". How was the medical team able to finalize the procedure? "Yes". How is the patient now? "Discharged from the hospital". What is the manufacturer of the drill used with the perforator? "Midas (B)(6)". Was the drill electric or pneumatic? "Electrical". Did the perforator click in place in the drill? "Yes". Are the recommended spring tests being performed between each burr hole? "Yes".